Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shocking impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedance measurements have fluctuated over the last several months. Boston scientific technical services (ts) provided troubleshooting options, and the physician elected to continue to monitor the patient and system. This ICD system remains in service. No adverse patient effects were reported.